Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-12990 knee scorpions needle broke off, and became lodged in the scorpion. This occurred during a case, with no patient effect reported. There was no additional information provided. Additional information has been requested. Additional information was provided on 04/11/2023, it was reported that this even occurred during a meniscal root repair on (B)(6) 2023. No piece of the needle broke off inside of the patient. The surgeon attempted to make one more side-to-side repair stitch using a bird beak, but could not reach the anatomy. The case was completed by shaving down the meniscus.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.